Event description:
Reporter states customer tested 5.4 inr on the coaguchek xs system while a professional coaguchek xs system returned as 2.6 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, reporter indicates the strip vial is empty. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.